Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping / lower abdominal pain, pain"), intra-abdominal haemorrhage ("abdominal bleeding") and uterine haemorrhage ("abnormal bleeding (general) uterine") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included eye operation, ruptured appendix and hypothyroidism. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstruation / abnormal bleeding (menorrhagia) / heavy menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In august 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In october 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In 2013, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2013, the patient experienced uterine leiomyoma ("uterine fibroids"). In november 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (robotic assisted laproscopic total hysterectomy done on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, uterine haemorrhage, uterine leiomyoma, menorrhagia, bladder disorder, urinary tract disorder, migraine and headache had not resolved and the intra-abdominal haemorrhage, vaginal haemorrhage, procedural pain and fatigue outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, fatigue, headache, intra-abdominal haemorrhage, menorrhagia, migraine, procedural pain, urinary tract disorder, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Date discrepancies in date of removal - (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). (B)(6) 2010 hysterosalpingogram was performed but result was not provided. The sonogram was abnormal. The report reveals the presence of fibroids. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. On (B)(6) 2018: pfs received: outcome for the events uterine haemorrhage, menorrhagia, uterine leiomyoma, bladder disorder, urinary tract disorder, migraine, headache, and abdominal pain lower updated to not recovered / not resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6), the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids") and menorrhagia ("severe menstruation"). The patient was treated with surgery (total hysterectomy to remove essure on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, uterine leiomyoma, menorrhagia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, procedural pain and uterine leiomyoma to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved diagnostic results: (B)(6) 2010 hysterosalpingogram was performed but result was not provided. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping / lower abdominal pain"), intra-abdominal haemorrhage ("abdominal bleeding") and uterine haemorrhage ("abnormal bleeding (general) uterine") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included eye operation, appendicectomy and hypothyroidism. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstruation / abnormal bleeding (menorrhagia) / heavy menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("uterine fibroids"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy done on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, uterine haemorrhage, uterine leiomyoma, menorrhagia, vaginal haemorrhage, procedural pain, bladder disorder, urinary tract disorder, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, fatigue, headache, intra-abdominal haemorrhage, menorrhagia, migraine, procedural pain, urinary tract disorder, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Date discrepancies in date of removal - (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). (B)(6) 2010 hysterosalpingogram was performed but result was not provided. The sonogram was abnormal. The report reveals the presence of fibroids. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events abnormal uterine bleeding, vaginal bleeding, bladder disorder, urinary tract problems, migraines, headaches, fatigue and abdominal bleeding added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.